Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin missing from the grips. The pin was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer identified broken jaws in the wrist. Another instrument was used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was checked before being sent to sterilization with no damage observed.